Event description:
It was reported that a spring wire guide sample and lidstock were received in the lab along with the sample for a separate complaint. The spring wire guide appears to be unraveled and separated. No add'l info is available.

Manufacturer narrative:
(B)(4).